Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2010896: 30 items manufactured and released on 12-jan-2021. Expiration date: 2026-01-07. No anomalies found related to the problem. To date, 4 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had a competitor's knee and subsequently was revised to a medacta knee on (B)(6) 2022. At about 6 months post-surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap and the surgery was completed successfully.